Manufacturer narrative:
The sheath was returned with the delivery system and valve. The delivery system was partially inserted through the sheath with complete loader, and it was returned with locked at warning marker position, fine adjustment was used. The crimp valve, inflation balloon and nose tip were exposed through sheath liner.  A review of imagery provided showed several calcification in the access vessels.  Visual inspection of the returned device was performed and the following was observed:  liner was torn from distal strain relief to distal of sheath shaft, and it was approximately 4.5¿ in length; puncture observed on distal end of strain relief, and crimped valve exposed through sheath with bent struts; two (2) liner strands were observed (both ends attached); soft tip damaged; scratches observed along sheath shaft;  observed gouges on flex tip; sheath shaft was expanded as designed; sheath distal tip was opened as designed. The sheath liner thickness was measured along the length of the tear. The liner thickness was found to be within specification at all measured locations. Due to the condition of returned device (liner torn), engineer was unable to perform the device insertion test. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. Proximal expansion was performed on the sheath and the sheath were then visually inspected under 3x magnification for seam separation. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath work order was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for sheath shaft resistance with the delivery system, punctured, liner torn, and liner strand. A review of complaint history from (B)(6) 2019 through (B)(6) 2020 revealed additional similar returned complaints for the esheath (all models and sizes) for sheath shaft resistance with the delivery system, punctured, liner torn, and liner strand. The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient/procedural factors may have contributed to the complaint events.  The complaints for sheath shaft resistance with the delivery system, punctured, liner torn, and liner strand were confirmed by the visual inspection on returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per report, ¿high push force while passing valve/ds through sheath in a small and calcified vessel was noted. The valve frame was deformed as a result¿. Per imagery review, the patient had a severely calcified access vessel. Furthermore, the scratches were observed from the returned device, which also indicated the presence of calcification within the access vessel. As noted, the sheath insertion angle was steep. The presence of calcification and steep insertion angle could create a challenging pathway for delivery system insertion through the sheath, and lead to resistance and high push force. Gouges seen on the flex tip further support difficulty advancing the delivery system through the sheath. Per IFU/training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As such, available information suggests that patient factors (access vessel calcification) and/or procedural factors (delivery system insertion angle) may have contributed to the resistance with the delivery system. In order to overcome the resistance during delivery system advancement, it was likely that excessive force was applied to manipulate the devices, which led to valve struts caught in the sheath and resulted in puncture of the sheath shaft. However, a definitive root cause was unable to be determined at this time. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the punctured sheath shaft. Per visual inspection, the crimped valve struts were bent and exposed through the sheath liner. Additionally, patient had a calcified access vessel. Per report, the crimped valve strut was bent due to calcified access vessel and excessive device manipulation to overcome the insertion resistance. Further advancement of delivery system with bent valve struts through the sheath could lead to liner torn and liner strand. However, a definitive root cause was unable to be determined at this time. Available information suggests that patient factors (access vessel calcification) and/or procedural factors (excessive device manipulation/bent valve strut) may have contributed to the liner strand and liner torn events. Since no edwards defect, which could have resulted in the complaint, was confirmed, no corrective and preventative actions (CAPA) nor a product risk assessment are required.  However, a CAPA was previously initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). A product risk assessment was previously initiated to investigate the cause and assess the risks associated with resistance with the delivery system.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-12700. UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra (s3u) valve, high push force while passing the valve and delivery system through the sheath in a small and calcified vessel was noted. The valve frame was deformed as a result.  The valve, delivery system, and sheath were removed as a unit.  A new sheath was inserted and a new 26mm s3u valve was successfully implanted. Per report, resistance was felt at the left femoral and external iliac artery, proximal 1/4 of the sheath.  There was a left femoral artery injury which was surgically repaired.  It is unknown what caused the arterial injury, it could have been either or both the sheath or the valve.  The patient expired on post operative day (pod) 3 of left limb ischemia.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.